Event description:
It was reported that a neurologist was having communication issues using a programming wand. Troubleshooting was performed by a company representative which included replacing the 9 volt battery on the wand and confirmed the power light stayed on for 25 seconds. Furthermore, the company representative checked all connections but the issue prevailed. Another wand was tested using the same handheld and no issues were found, but after using the reported wand with a known functioning handheld, communication issues occurred. A new wand was sent to the neurologist and the old wand was returned to the manufacturer for product analysis. Product analysis was completed on the returned wand. Product analysis on the wand revealed the serial data cable of the wand produced communication errors as it had an intermittent conductor at the handle location. All communication errors cleared after the serial data cable was substituted with a known good bench serial data cable.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.